Manufacturer narrative:
The suspect device has not been returned to olympus for evaluation. The investigation is in process. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
The facility reported three patient events involving a stent lost in the patient. The second patient event was during a follow-up procedure to remove a stent placed during a previous endoscopic retrograde cholangiopancreatography procedure, the physician tried placing a new stent but the indwelling stent got lost. The physician inserted a cholangioscope to remove the lost stent. This is a patient who had been drained by inserting a stent with stacked stones. The procedure was completed and the facility reported no patient harm. The facility reported 3 different events involving 3 different patients: (B)(6) is for patient 1 with a new stent placed which migrated and was lost inside the patient; procedure completed; and a follow up procedure will be scheduled to remove new stent in place (not the lost stent). (B)(6) is for patient 2 where new stent was lost and a cholangioscope was used to remove it. (B)(6) is for patient 3 where new stent was lost and no additional information provided. This report is 2 of 3 for (B)(6) and patient 2 where new stent was lost and a cholangioscope was used to remove it.

Event description:
The user facility reported that the intended procedure was reportedly delayed by 10 minutes. The lot number of the subject device is unknown.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information obtained from the user facility (see b5) and legal manufacturer¿s final investigation. The subject device was not returned to the legal manufacturer (aomori factory), as the device has been discarded. Therefore, the reported phenomenon or condition of the device could not be confirmed. A review of the device history record (DHR) for the past one year from the date of this event was confirmed, since the lot number of the subject device is unknown; there were no abnormalities found in the inspection items related to the reported phenomenon. The instruction manual contains warning statements to the user regarding the event: ·do not reposition the stent (pbd-v621r-1005 to 1015, pbd-v622r-1005 to 1015) in patient bodies who have sustained the detachment of even one side flap of the placed stent. Depending on the individual, material deterioration of the placed stent over time can result in another detachment of side flap(s). ·after placing the stent in the duct, closely monitor the condition of the patient. Also, periodically check the condition of the stent (to see if the lumen of the stent is not clogged, and if there are four side flaps in the side of the duodenum, etc.) And the condition of implantation of the stent (to see if the position of the stent has not changed). In case of irregularities or unnecessary retention of the stent, remove the stent using grasping forceps. If necessary, periodically exchange the stent. The stent may deteriorate over time and could become clogged. The status of the stent can change with the condition of the patient (e.g., inflammation, remittance of biliary tract stenosis etc.). The stent may deteriorate over time, causing the side flap to break or detach completely (reports have been received on side flaps coming off several months after placement). Deterioration or damage to the stent may result in erosion of the duodenal wall, biliary tract obstruction, detachment of the stent part migrating into the duct or out of the papilla, mucous membrane damage, perforation, or bleeding. Previous similar cases have shown that the side flaps possibly deteriorated due to digestive fluid or internal environment of the patient. The side flaps might have deteriorated due to the chemical effects of digestive fluid and the mechanical effects of peristalsis, causing the side flap damage. However, the subject device was not delivered for investigation. Therefore, the exact cause of the reported event could not be identified. Although, the cause could not be identified, olympus will monitor the defect trend, and take appropriate action if necessary.